Event description:
The rep. Reports the surgeon stated the device locked out with a solid tone during a laparoscopic cholecystectomy procedure. The surgeon completed the case with another hp052 and there was no patient consequence.